Manufacturer narrative:
The user reported a low glucose event with sg=126 mg/dl and bg=73 mg/dl on 9th jan 2024 at 7.15pm. Dms review showed sg=119 mg/dl on 9th jan 2024 at 7.12pm, sg=114 mg/dl on 9th jan 2024 at 7.17pm and bg=73 mg/dl on 9th jan 2024 at 7.09 pm.further dms review confirmed that the user received a predicted low glucose alert on 9th jan 2024 at 7.27pm cet.the customer did not seek medical treatment and resolved the event by consuming sugar. In associated sensor inaccuracies case, it was determined the system is working within expectations. Overall, bg values entered as calibrations fit sg trends well, with occasional differences due to lag, and calibrations entered during periods of rapid change in glucose. The customer was recommended to use the system, calibrating when glucose is stable, if possible.sensor readings closely matched calibrations during the two weeks following the reported event. The user is currently using the system. B4.date of this report 30 april 2024. G3.date received by the manufacturer? 23 feb 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On (B)(6)2024, senseonics was made aware of an adverse event where the patient experienced hypoglycemia. The event happened on 9 january 2023 at 07:15 pm. The sensor glucose (sg) reading reported by the patient was 126 mg/dl and the blood glucose (bg) reading was 73 mg/dl. The customer complained of not receiving low glucose alerts from the device at the time of the incident. The customer did not seek any medical attention and was able to self-resolve by eating sugar.